Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix will not extend or retract due to distal conductor distortion within the connector. The lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. There was blood in/on the helix mechanism. Lead damaged at implant.

Event description:
It was reported that during initial implant the lead could not be implanted. After initial placement, the doctor wanted to place the lead in another position but the helix could not be extended. The lead was removed from the patient and the helix could not be extended on the table. The lead was replaced. No patient complications were reported as a result of this event.